Event description:
It was alleged by the pt's attorney, "as a result of having the products implanted, the pt has experienced significant mental and physical pain and suffering, and have sustained permanent injury and substantial physical deformity."

Manufacturer narrative:
No sample was returned to the manufacturer for evaluation. A review of the device history record does not indicate any issues that could have caused or contributed to the reported event. The instructions for use states "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per additional information received, the explant date has been removed. (B)(4).

Event description:
Per additional information received, the patient has experienced chronic pelvic pain, painful sexual activity, interstitial cystitis, alternating constipation and diarrhea, urinary frequency, urgency and nocturia, and constant severe vaginal pain.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced an in-office procedure to drain a buttock abscess followed by a surgery to drain a perirectal abscess and remove the vaginal mesh. Subsequently, she underwent a revision surgery to correct the symptomatic rectocele without mesh, mass of folded mesh in lower vagina, infected vaginal mesh, dyspareunia, dysuria, drainage of serosanguinous fluid, acute cystitis, rectocele, abscess of the buttock with recurrence, perirectal abscess, increased stool frequency, rectal urgency and infrequent episodes of incontinence, possible irritable bowel syndrome, celiac disease, contact dermatitis from sanitary pads, vaginal discharge, vaginal itching, problems sitting because of mesh, pelvic floor physical therapy, and laparoscopic cholecystectomy with extensive laparoscopic adhesiolysis.